Manufacturer narrative:
Two phaco tip samples were received for eval for "phaco tip plugged". The phaco tips were visually examined using (B)(4) magnification. For tip #1 - the tip was found to be conforming to spec except for minor surgical residue on cannula and score marks on the thread from use. For tip #2 - the tip was found to have a damaged bevel. There are several scratch marks on the cannula near the tip area. The damage to the phaco tip appears to indicate another instrument had made contact with the phaco tip durin use. Additionally, there is minor surgical residue on the cannula and score marks on the thread from use. Both phaco tips were placed on a hand piece and flushed with water and there was no sign of metal particles were present. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No root cause was identified by the investigation because one phaco tips was manufactured to spec and the other was damaged from what appears to be a handling issue. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).

Event description:
A nurse reported that multiple phaco tip "plugged" during procedures. This occurred during phacoemulsification of hard nuclear fragments proceeded by stagnation of flow and bouncing of nuclear fragments away from the tip. The issue resolved with repeated reflux and then going to cataract grade 3 or 4. There was no pt harm reported.